Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 52 mg/dl; cause was not known. The customer consumed carbohydrates to address the bg level. Recommendation was made to consult with a healthcare provider regarding diabetes management.